Event description:
Device is used to destroy insulin neddles after injection. Multiple pts' needles are destroyed daily. The device was picked up by the nurse and the end of a needle which had worked its way out of the machine at a side seam stuck the thumb of the nurse.